Event description:
Patient woke up the morning of (B)(6) with a red, sore, light sensitive left eye. Noticed a white spot on it. She was doing lawn work the previous day. Had her contacts in and eye protection on. She uses dailies aquacomfort plus contact lenses manufactured by alcon. She did not sleep in her lenses. She disposes of her contacts daily.